Manufacturer narrative:
The reported issue was confirmed. A root cause of the reported issue is a manifold assembly failure. The device was evaluated upon receipt. An error 80 pops up during the calibration. Air leak is coming from manifold assembly. Replaced manifold assembly. The device passed all performance testing and calibration and is now functioning properly and ready to use. A DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that in the arctic sun device, patient started cooling this morning, but water had stopped cooling and the device was getting alerts for air filter and water. Nurse stated patient temperature was 34.7c, target temperature was 33c, water temperature was 28c, flow rate was 3.1 l/m, trend indicator showed 2 bars trending upward. Event log showed alert 113 for reduced water temperature control. Nurse stated outlet monitor temperature was 28.9c, outlet control temperature was 29c, inlet temperature was 28.8c, chiller temperature was 4.2c, water flow rate was 3.1 l/m, inlet pressure was 7.0 psi, circulation pump command was 80, mixed pump command was 100 percent, system hours were 1408.6, pump hours were 1009.7. Reporter advised to send device to biomed with 113 notes. The facility did not have another arctic sun device to continue the therapy. Per sample evaluation result received on (B)(6) 2022, it was reported that the mixing and circulation pump were found to be faulty. Per sample evaluation result received on (B)(6) 2022, it was reported that the root cause of the reported issue was a failed mixing pump. During the bypass, it was found that the circulation pump motor was running too fast. It was stated that an error 80 pops up during the calibration. It was noted that air leak was coming from manifold assembly. It was also noted that replaced circulation pump and manifold assembly. Per clarification email received on (B)(6) 2022, it was reported that the manifold issue was identified during the calibration. Therefore, the failure in calibration might have been caused by the manifold assembly failure. However, at this time, investigator not sure if they were cascading events or not.